Event description:
The pt underwent a hiatal hernia repair with angelchik prosthesis in 7/23/85. Recently has recurrent reflux. An upper gi series revealed a complex hernia with the ge junction somewhere around the diaphragm with much of body & antrum of the stomach up in the chest. Exploratory laparotomy revealed the angelchik prosthesis was found to have come undone & was removed.